Manufacturer narrative:
H3: analysis was performed for product: 9735821r, lot number: p914898. It was reported that the returned positioning sensor unit (psu) had no physical damage. A check of the event log did not show any adverse events. The psu passed an accuracy test (aak) at .186mm with a passing threshold of .250mm. No problem was found. Already reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: codes b01, c19, and d14 are applicable to the analysis previously reported for product ID 9735773. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot#:(B)(6), UDI#: (B)(4); product ID: 9735773, serial/lot#: (B)(6), product ID: 9735771, serial/lot#: (B)(6), product ID: 9735821, serial/lot #:(B)(6), h3, h6: the system was serviced in the field. Hardware parts were replaced and the system performed as intended. Codes b01, c07, and d02 are applicable to this analysis. H3, h6: the camera, product ID: 9735821r, lot: p927779, was returned to the manufacturer for analysis. A check of the event log showed intermittent firmware incompatibility. Otherwise, the psu passed an accuracy test (aak) at .213mm with a passing threshold of .250mm. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. H3, h6: the camera cart battery, product ID: 9735771, lot: 2235, was returned to the manufacturer for analysis. The battery was tested (25.17 v) with a known good uninterruptible power supply (ups) for a 24hr period. The ups was then unplugged from main power and shut down immediately. The battery was not holding enough of a charge to power the ups. Codes b01, c02, and d02 are applicable to this analysis. H3, h6: the main cart battery, product ID: 9735773, lot: 2217, was returned to the manufacturer for analysis. The battery was tested (50.77 v) with a known good ups for a 24hr period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the positioning sensor unit (psu) was faulted during the inspection. Subsequently, it was restarted and the psu recovered. When the power cord was disconnected and moved, the navigation system lost power. Battery depletion. There was no patient involvement. Additional information was received. The camera experienced an out of box failure, the firm error alert was lit and the status was localizer not connected.